Event description:
It was reported the customer experienced low blood glucose. The customer's blood glucose was 46 mg/dl. Customer treated their blood glucose with food. It was also reported the customer's blood glucose was not being sent to their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.